Event description:
Rptr noted posterior capsule tear occurred during capsulorhexis, prior to system use, and they needed to do a vitrectomy. Vitrector and phaco handpiece wouldn't work; system was changed out to complete the case.